Event description:
Initial information was received from a consumer's wife on (B)(6) 2012: a (B)(6) male initiated treatment with poly-l-lactic acid (sculptra aesthetic) on (B)(6) 2011 for lipoatrophy. The reporter stated that her husband was injected with the sculptra aesthetic to fill in the lipoatrophy in both of his cheek bone areas. He received the vials of sculptra aesthetic from the sanofi aventis (B)(4). One vial was injected into each cheek. She said after the injections in both cheek areas, the "first looked full." He massaged the injection sites on his face five times a day and applied ice packs afterwards for five days. She stated that his cheeks started "going down a week after the injections," and the his "cheek areas collapsed" one week after the first series of injections. The following day after his injections, his face was bruised at the injections sites, which lasted for four to five days. One month later, in (B)(6) 2011, he went back to the doctor for his second session and his blood pressure went low as soon as he was receiving the first injections to one cheek. She said he "fainted in the office and they called 911." He was taken to the emergency room at the hospital and after a couple of hours he recovered and was discharged. He only had one cheek done that day. She said he was "injected 15 times in the cheek areas of his face and the injections were painful." She stated that he was "almost back to the way he was prior to the injections," as the fullness in his cheek sunk in after a week. She said he had to wait six weeks before going for his third session of injections and two weeks later after the injections were given, the areas on his cheeks sunk back in. He did not receive any medical or surgical interventions. She said he can not get any more sculptra for 18 months from the (B)(4). She said when they first injected him "he looked good and looked like a young man, but the sculptra did not hold." She said he has not recovered and went back to looking the way he was prior to the injections. Medical history and concomitant medications were not reported. No further information was provided. Pharmacovigilance comment: sanofi company comment: this patient experienced an episode of syncope during the second injection of sculptra. However, syncope did not re-occur in subsequent injections. A definitive causal relationship with sculptra injection is less likely. Additional information on the patient's medical condition is needed for a complete evaluation.